Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During use, the optical sensor malfunctioned. Displayed values were noted to be inconsistent, including negative pressures and erratic waveforms. Despite this, the pump remained operational throughout the procedure and was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Neither the pump nor data logs were available for investigation. The root cause of the condition that the optical sensor was in to result in these readings could not be determined since neither data logs nor product were available for investigation and clinical details were limited. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.